Event description:
It was reported that patient experienced pain at ipg site. It was noted that the ipg did not appear to have migrated. Patient did not report any falls or trauma. Surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was relocated cephalad and lateral to the original ipg placement. Effective therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.